Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The root cause of the reported issue could not be determined. The problem was not reproduced at imi. No repairs were made to the device and was back in service. The device meets the specifications and was not influenced by the reported failure. The device was used on a patient. The device history record review was not required due to the reported issue was unconfirmed. The labeling review was not required due to the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the screen of the arctic sun device was frozen during the use and switched to the second device. The arctic sun device was under investigation at imi. Per follow up via ibc on 24feb2021 it was stated that the patient completed the therapy with the second device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the screen of the arctic sun device freezed during use and was switched to the second device. The arctic sun device was under investigation at imi.